Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead exchange because both atrial and right ventricular leads exhibited high capture thresholds. Also noted, there was contamination of the leads due to the white silicon tip that was stuck in the helix of both leads. The physician explanted and replaced both leads. The patient was in stable condition. Related manufacturing reference number: 2017865-2021-25045.